Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2011, the pt changed the insulin cartridge and e7 (electronic) error was displayed. The pt changed the battery to clear the error. On (B)(6) 2011, the pt's blood glucose elevated to 462 mg/dl at 3:00 pm and she bolused through the infusion device. At 7:00 pm, her blood glucose measured 400 mg/dl and she was very sick, nauseous, and was vomiting. She had been on vacation and she flew home. On (B)(6) 2011 at 12:20 am, her blood glucose measured 500 mg/dl and she bolused through the infusion device. At 1:20 am, her blood glucose measured 580 mg/dl and she bolused through the infusion device. At 2:20 am, her blood glucose measured "hi" on her blood glucose monitor. At 8:24 am, the pt was taken to the hosp by family and her blood glucose measured 814 mg/dl. The pt was treated with an insulin IV. She was in the intensive care unit from (B)(6) 2011 and was transferred to the regular care unit to possibly be released on (B)(6) 2011. The infusion device was replaced and requested to be returned for eval.